Manufacturer narrative:
D4. Medical device lot #: 24028564. D4. Medical device lot # 24038541. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd smartsite connector had foreign matter. The following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. Excess silicone residue.

Manufacturer narrative:
Investigation summary/ resumen de investigación. (B)(4): it was reported by the customer that excess silicone residue. No sample has been received for investigation; however, the follow is a picture provided by the customer which depict what the customer is experiencing. The picture shows silicone in the piston. / el cliente reportó que había exceso de residuos de silicón. /no se han recibido muestras para investigación, sin embargo, la siguiente es una foto proveída por el cliente, la cual describe lo que el cliente esta experimentando. La imagen muestra silicón en el pistón. Nevertheless, it is considered as an acceptable condition according with the in-process specification (ips003 62-74 smartsite quality specification) dir tahiti-10000000813 version 34. Section 11.3.2. In addition, test of application of silicone is performed and documented in lube monitoring data form dir tahiti-10000075153 as a process control to identify if there is an excess of silicone. / sin embargo, esta es considerada un condición acceptable de acuerdo con la especificación en proceso (ips003 62-74 smartsite especificación de calidad) dir tahiti-10000000813 versión 34. Sección 11.3.2 además, la prueba de aplicación de silicón se realiza y documenta en el formulario de datos de monitoreo de lubricante dir tahiti-10000075153 como control de proceso para identificar si hay exceso de silicón. Root cause definition/ definición de causa raíz. Root cause was not defined since the presence or quantity of silicone reported by the customer as excess is considered acceptable according with the in-process specification (ips003 62-74 smartsite quality specification) dir tahiti-10000000813 version 34. Section 11.3.2 (accept ¿ small drops or less across the valve access surface) and the record lube monitoring data form dir tahiti-10000075153 from the lots of sub-assemblies used to build the lot reported. / la causa raiz no fue definida debido a presencia o cantidad de silicón reportado por el cliente como exceso es considerado aceptable de acuerdo con la especificación en proceso (ips003 62-74 smartsite especificación de calidad) dir tahiti-10000000813 versión 34. Sección 11.3.2 (aceptar ¿ gotas pequeñas o menos a través de la superficie de acceso de la válvula) y el formato de registro de datos para monitoreo de lubricante dir tahiti-10000075153 de los lotes de subensamble usados para construir el lote reportado. In addition, according with a biocompatibility test the devices and their components are considered appropriate from a biological and toxicological perspective for its intended use as defined by bd in the IFU for the marketed product.0020/ además, de acuerdo con una prueba de biocompatibilidad, los dispositivos y sus componentes se consideran apropiados desde una perspectiva biológica y toxicológica para su uso previsto según lo define bd en las instrucciones de uso del producto comercializado. Corrective and preventive actions/ acciones correctivas y preventivas. No actions were defined since the condition reported by the customer is considered acceptable according with the in process for smartsite quality specifications (dir tahiti -10000000813). However, we will continue to monitor our customer feedback processes for any similar incidences, implement any corrective actions as appropriate. /no se definieron acciones debido a que la condición reportada por el cliente es considerada aceptable según las especificaciones de calidad de smsartsite (dir tahiti-1000000813). Sin embargo, continuaremos monitoreando nuestros procesos de retroalimentación de nuestros clientes para detectar incidentes similares e implementaremos las acciones correctivas que correspondan.

Event description:
Materials#: 5241r, batch#: 24028564; 24038541. It was reported by the customer that excess silicone residue. Verbatim: rcc received a complaint via email. Excess silicone residue.